Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the communications cable had become unplugged from the port labeled pyxis. A field service engineer reinserted the cable into the correct port. Then logged into the station using an active directory password, confirming that the station had re-established communication with the server. The station completed the download of backlog messages, and the current patient data displayed correctly. The anesthesiologist confirmed that the station was communicating properly, and that patient information was successfully transferring from the hospital network. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es, the station was not communicating. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.